Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Displacement test could not be performed, due to lcd damage. The device was received with a cracked case at lcd window corners, a cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer's parent called and reported the insulin pump was cracked and appeared to be leaking ink in the lcd screen. It was unknown how the damage occurred. Customer's blood glucose was 430 mg/dl. This was reportedly caused by an air bubble in the tubing. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.